Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms as well as there was no audio beeps. The customer¿s blood glucose level was 5.8 mmol/l. Customer stated that the self test did not completed. The customer was advised to not to use insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Pump error found in the pump history (line number = 5632 and file number = 2005) due to software error. No battery alert noted during testing.